Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Isi has also made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the hook of the permanent cautery hook instrument allegedly broke. After the surgical staff retrieved the hook, the initial reporter indicated that fragments from the distal end of the instrument were missing. At this time, the location of the instrument fragments is unknown. In addition, it is unknown if the instrument fragments actually fell inside the patient and were retained. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the hook from the permanent cautery hook instrument broke off inside the patient. The surgical staff was able to retrieve the hook. However, the surgical staff noticed that yellow plastic pieces (ultem) from the distal end of the instrument were missing. According to the initial reporter, the site was planning on using an x-ray to locate the missing instrument pieces. In relation to the reported event, on 01/18/2017, intuitive surgical, inc. (Isi) received FDA uf/importer report (B)(4) with the following event description: surgeon performing robotic hysterectomy using all three arms of the robot. When he went to readjust the hook for cautery, he saw that the hook was bent and part of the plastic coating was missing. The device is missing the plastic portion on the distal tip. It is unclear when the tip broke, as the physician had been using it prior to noticing that it was broke [sic]. Complete inspection of the abdomen and pelvis did not reveal the fragment; possibly it was retained. Per hospital, the manufacturer provided hospital with a permanent cautery biocompatibility letter. On 01/19/2017, isi contacted the isi executive sales representative (esr) and obtained the following information regarding the reported event: the esr was not present during the surgical procedure. In addition, the surgical procedure was not recorded on video. The esr spoke to the surgeon regarding the event and was informed that the surgical staff did not actually see ultem fragments fall inside the patient. However, the surgical staff was unable to find the missing instrument fragments inside and outside of the patient. The surgeon indicated that the surgical procedure was completed successfully. As of the date of this report, no post-operative complications have been reported.